Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# l91696, implanted: (B)(6) 2001, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant, the patient had experienced a "shocking" sensation. Reportedly the patient stated that with his old programmer he had the ability to change his pulse width and amplitude, however, he stated that he had been trying to change the pulse width with his new programmer but thinks he may not have the option. It was noted that the patient had not received any training. It was stated that the patient was "rushed through training like (the manufacturer's representative) had somewhere else to be." It was noted that the patient had not received any training. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.